Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states the patient was admitted with a dobhoff tube in place, being used for tube feeds at home. The tube had been placed 12 days prior. Upon admission, the patient reported that the dobhoff had been clogged. The nurses attempted to unclog the dobhoff and upon trying to aspirate the tube, pulled back a formed white piece that looked like a piece of white rope, or piece of the inside lining of the tube itself. After aspirating, the tube remained clogged, and no further attempt was made to instill or aspirate through the line. The tube was removed and replaced.

Manufacturer narrative:
A review of the device history record could not be conducted because a lot number was not provided. A photograph was submitted for evaluation. A visual inspection of the photo shows a syringe that appeared to contain a white residue. The most likely root cause indicates that this issue could occur due inadequate use of the procedure if the instructions of use are not followed. Feeding tubes should be flushed frequently to prevent clogging. If the sample is returned to be evaluate the complaint it is going to re-open to determine was is the residue. No corrective actions are deemed necessary at this moment. The process is running according to product specifications meeting quality acceptance criteria will be keep monitoring the process for any adverse trends that require immediate attention.